Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit¿s patient cable having damaged pins was not confirmed during evaluation of the returned unit at the european distribution center. The mpu (serial number: (B)(4)) was returned in unremarkable physical condition and no issues regarding the patient cable¿s lemo connectors were observed. The unit was functionally tested and found to perform as intended. Preventative maintenance was performed, and the mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit and its patient cable. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the connection between the mobile power unit (mpu) and the system controller could not be established due to bent pins in the mpu connection block. The mpu was exchanged.